Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cassette tubing was leaking during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A probe and infusion manifold were returned for inspection. Visual inspection confirmed a hole on the infusion manifold. The root cause of the customer's event could not be determined conclusively. While the cut was confirmed on the infusion manifold, we could not determine when and where this potentially could have occurred. Possible root cause may include a cut caused due to the use of box cutter while opening the pack or error during the suppliers manufacturing/assembly process of the manifold. Action will not be taken for this occurrence. After a investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).